Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (510k): this report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the UDI number, 510-k number and manufacturing site name are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the complaint device is not being returned; the availability of the device is unknown, therefore unavailable for a physical evaluation. This complaint file was opened to document complaints derived through a journal article review. The journal article review indicated depuy mitek product failure(s). No author contact information was provided, therefore no follow up can be completed and there is no additional information available at this time. It is unknown if complaints derived from this journal article were previously reported and documented in the depuy mitek complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported problem. Since no lot number was provided, a manufacturing record evaluation or sterile load review could not be conducted. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This file is a review of the following journal article: mccarty, p., et al (2013) complications observed following labral or rotator cuff repair with use of poly-l-lactic acid implants. The journal of bone and joint surgery, vol. 95, pages 507-511 (USA). The study emphasizes on the report of a large series of patients with complications observed following utilization of plla implants to treat either labral or rotator cuff pathology. The patients evaluated on course of this study: 44 patients. The article describes the following procedure: rotator cuff repair. The devices involved were: unknown bioknotless, lupine, and spiralok anchors. Complications described: substantial chondral damage was observed in most reported cases of complications associated with biodegradable suture anchors in the shoulder.